Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (in (B)(6) 2015, underwent dilatation and curettage procedure in an effort to treat excessive bleeding. In (B)(6) 2016 hysterectomy performed to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 and reported chronic pelvic pain and excessive bleeding (regarded as genital bleeding). In (B)(6) 2015, she underwent dilatation and curettage procedure in an effort to treat excessive bleeding. In (B)(6) 2016 hysterectomy was performed to remove the essure device. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding - abnormal bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain"), menorrhagia ("menorrhagia"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2015, underwent dilatation and curettage procedure in an effort to treat excessive bleeding) and surgery (in (B)(6) 2016 hysterectomy performed to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from first legal claim received). Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 28-mar-2018: legal claim received: exact dates of essure insertion was provided. Discrepant date of removal was also provided (on (B)(6) 2016). New event added: vaginal pain and severe cramping. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), uterine rupture ("ruptured uterus"), uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("menometrorrhagia") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no: d01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multiparous. On (B)(6) 2015 hcg qualitative-serum was negative. Previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included paratubal cyst, adenomyosis, anxiety since 2015 and depression since 2015. Concomitant products included medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and venlafaxine hydrochloride (effexor) since 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)" and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine rupture (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with lysis of adhesions and surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy and bilateral salp, fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy, b/l "salpingectomy", on (B)(6) 2015, underwent dilatation and curettage, procedure in an effort to treat excessive bleeding, endometrial ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the menorrhagia, dysmenorrhoea, vaginal haemorrhage and migraine was resolving and the genital haemorrhage, uterine rupture, uterine haemorrhage, menometrorrhagia, dyspareunia, vulvovaginal pain, abdominal pain lower, pelvic adhesions and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about on (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from "first" legal claim received). Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions, menometrorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2019: plaintiff fact sheet: received. Event she did not undergo essure confirmation test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), uterine rupture ("ruptured uterus"), uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("menometrorrhagia") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for an unreported indication: oral contraceptive nos and nuvaring. Concurrent conditions included paratubal cyst, adenomyosis, anxiety since 2015 and depression since 2015. Concomitant products included medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and venlafaxine hydrochloride (effexor) since 2015. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6)2016, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine rupture (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with lysis of adhesions and surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy and bilateral salp, fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy, b/l salphingectom, on dec2015, underwent dilatation and curettage, procedure in an effort to treat excessive bleeding, endometrial ablation and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain and abdominal pain had resolved, the menorrhagia, dysmenorrhoea, vaginal haemorrhage and migraine was resolving and the genital haemorrhage, uterine rupture, uterine haemorrhage, menometrorrhagia, dyspareunia, vulvovaginal pain, abdominal pain lower, pelvic adhesions and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menometrorrhagia, menorrhagia, migraine, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6)2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from fisrt legal claim received). Diagnostic results: on (B)(6)2015 hcg qualitative-serum was negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions, menometrorrhagia, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: events"migraines, headaches", historical and concomitant drug added from pfs. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), uterine rupture ("ruptured uterus"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia") in a 29-year-old female patient who had essure (batch no. 001968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included paratubal cyst and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and menometrorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and abdominal pain ("severe abdominal pain"). On (B)(6) 2015, 6 months 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (in (B)(6) 2016 hysterectomy, salpingectomy to remove the essure device), surgery (on (B)(6) 2015, underwent dilatation and curettage, procedure in an effort to treat excessive bleeding), surgery (endometrial ablation), surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy, b/l salphingectom) and surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy and bilateral salp). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine rupture, genital haemorrhage, menorrhagia, uterine haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from fisrt legal claim received). Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions . Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet received. New reporters added. Patient demographics and concomitant condition added. Essure indication, stop date updated and lot number added. New events ruptured uterus, abnormal uterine bleeding, abnormal bleeding (vaginal), menometrorrhagia and pelvic adhesions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), uterine rupture ("ruptured uterus"), uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("menometrorrhagia") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included paratubal cyst, adenomyosis, anxiety since 2015 and depression since 2015. Concomitant products included venlafaxine (effexor) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In june 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In august 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine rupture (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy and bilateral salp). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, genital haemorrhage, uterine rupture, uterine haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from first legal claim received). Diagnostic results: on (B)(6) 2015 hcg qualitative-serum was negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions, menometrorrhagia, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Lot number was updated. Reporter's information and lab data was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), uterine rupture ("ruptured uterus"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and menometrorrhagia ("menometrorrhagia") in a 29-year-old female patient who had essure (batch no. 001968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included paratubal cyst, adenomyosis, anxiety since 2015 and depression since 2015. Concomitant products included venlafaxine (effexor) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions ("pelvic adhesions"). On an unknown date, the patient experienced uterine rupture (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (in (B)(6) 2016 hysterectomy, salpingectomy to remove the essure device), surgery (on (B)(6) 2015, underwent dilatation and curettage, procedure in an effort to treat excessive bleeding), surgery (endometrial ablation), surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy, b/l salpingectomy) and surgery (fractional d &c, hysteroscopy, endometrial ablation, total abdominal hysterectomy and bilateral salp). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the uterine rupture, genital haemorrhage, menorrhagia, uterine haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from first legal claim received). Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 31-may-2018: pfs received. Reporter and patient demographics were added .concomitant disease, concomitant drug were added. Event pelvic pain ,abdominal pain outcome updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ chronic pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), genital haemorrhage ("excessive bleeding - abnormal bleeding"), uterine rupture ("ruptured uterus"), uterine haemorrhage ("abnormal uterine bleeding"), menometrorrhagia ("menometrorrhagia") and pelvic adhesions ("pelvic adhesions") in a 29-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included paratubal cyst, adenomyosis, anxiety since 2015 and depression since 2015. Concomitant products included venlafaxine (effexor) since 2015. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("severe abdominal pain"). On (B)(6) 2016, the patient experienced pelvic adhesions (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine rupture (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (endometrial ablation), surgery (on (B)(6) 2015, underwent dilatation and curettage, procedure in an effort to treat excessive bleeding). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain had resolved and the menorrhagia, genital haemorrhage, uterine rupture, uterine haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage and pelvic adhesions outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, menometrorrhagia, menorrhagia, pelvic adhesions, pelvic pain, uterine haemorrhage, uterine rupture, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: according to the second legal claim, on or about (B)(6) 2015, plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils (discrepant information from fisrt legal claim received). Diagnostic results: on (B)(6) 2015 hcg qualitative-serum was negative. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, pelvic adhesions, menometrorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive bleeding") and pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), abdominal pain ("severe abdominal pain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (on (B)(6) 2015, underwent dilatation and curettage procedure in an effort to treat excessive bleeding) and surgery (in (B)(6) 2016 hysterectomy performed to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 11-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 and reported chronic pelvic pain and excessive bleeding (regarded as genital bleeding). In (B)(6) 2015, she underwent dilatation and curettage procedure in an effort to treat excessive bleeding. In (B)(6) 2016 hysterectomy was performed to remove the essure device. Pelvic pain and genital haemorrhage are highly prevalent in women, and may have multiple causes. In this case no alternative explanation was given for the events. This case was classified as incident since device removal was required. The product technical investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.